Manufacturer narrative:
Further information received from the dealer fe revealed that the grease used on the vta screw was incorrect. The replaced parts have been requested for further investigation. As of today this investigation is still in progress, and a follow up will be filed as needed.

Event description:
It was reported that the system was shutting down when trying to move the ganry up-down and giving a system error. No injury reported. A dealer fe was dispatched to the site and reported, "it was not possible to move the bronze lifting mechanism with pliers when motor was released. Vta lead screw has degraded, edged are rounded, and a lot of bronze debris is on the screw." The vertical travel assembly system will be replaced.

Manufacturer narrative:
Chemistry analysis results indicate the grease samples taken from the screw and the nut are a combination of both the mobil grease xhp 222 (the only hologic's approved grease) and some other silicone grease. This resulted in a level of dryness which is very likely to have significantly increased sliding resistance of the nut on the screw as well as operating temperature. The maintenance manual clearly indicates that lead screw should be verified at least once a year, cleaned and "lubricated" with only approved mobil grease xhp 222. Since the event, the dealer has applied the correct grease on all systems they have installed and inspected/ verified the status of the vta lead screw. No other incident was reported from them.

Manufacturer narrative:
The replaced parts were returned to hologic for investigation. It was confirmed that the dealer service organization was not using the recommended grease and believed the grease used is at a higher viscosity which causes accelerated wear of the lead screw. A sample of the grease is being sent out for a forensic analysis. As of today this investigation is in progress and a follow up will be filed as needed.